Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia along with possible under delivery anomaly. The customer also reported diabetic ketoacidosis. The customer reported blood glucose value of 530 mg/dl. The event involved product(s) mmt-1880, mmt-332a, mmt-397a. Troubleshooting was partially performed. Customer was using the insulin pump system within 48 hours of the reported high blood glucose event. Customer was not using the auto mode/smartguard feature at the time of the high blood glucose event. The customer also reported hyperglycemia, diabetic ketoacidosis treated with insulin pump. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to primary svn 000317456641 and event date 11-may-2024. There were no boluses listed on the event date 11-may-2024 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 11-may-2024 in the pump history file. 02/12/2024 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 02/11/2024 00:00:00.000. Dailytotalofallinsulindelivered: 424500 (42.45 u). Dailytotalofbasalinsulindelivered: 424500 (42.45 u). Dailytotalofbolusinsulindelivered: 0 (0 u). There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 11-may-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 11-may-2024 in the pump history file. 05/09/2024 12:12:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104). 05/09/2024 21:43:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73). 05/09/2024 21:53:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73). 05/09/2024 22:14:00.000 alarmalertnotification (40) faultnumber: offnopower (11). 05/09/2024 22:24:00.000 alarmalertnotification (40) faultnumber: offnopower (11). 05/09/2024 22:25:03.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23). 05/09/2024 22:25:25.000 alarmalertnotification (40) faultnumber: battoutlimit (6). 05/09/2024 22:25:32.000 alarmalertnotification (40) faultnumber: battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Pump error 23 alarm and battery out limit alarm/power loss alarm were expected since the pump's time reset following the off no power alarm (battery power depleted). Lowbatteryalert (104) - not confirmed. Changebatteryfault (73) - not confirmed. Offnopower (11) - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Please see below pertaining to svn 000317456704 and event date 12-may-2024. There were no boluses listed on the event date 12-may-2024 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 12-may-2024 in the pump history file. 05/13/2024 03:26:41.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 02/12/2024 00:00:00.000. Dailytotalofallinsulindelivered: 6250 (0.625 u). Dailytotalofbasalinsulindelivered: 6250 (0.625 u). Dailytotalofbolusinsulindelivered: 0 (0 u). There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 12-may-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 12-may-2024 in the pump history file. 05/09/2024 12:12:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104). 05/09/2024 21:43:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73). 05/09/2024 21:53:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73). 05/09/2024 22:14:00.000 alarmalertnotification (40) faultnumber: offnopower (11). 05/09/2024 22:24:00.000 alarmalertnotification (40) faultnumber: offnopower (11). 05/09/2024 22:25:03.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23). 05/09/2024 22:25:25.000 alarmalertnotification (40) faultnumber: battoutlimit (6). 05/09/2024 22:25:32.000 alarmalertnotification (40) faultnumber: battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Pump error 23 alarm and battery out limit alarm/power loss alarm were expected since the pump's time reset following the off no power alarm (battery power depleted). Lowbatteryalert (104) - not confirmed. Changebatteryfault (73) - not confirmed. Offnopower (11) - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.